Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is due to the patient's anatomy or a silk road medical device, hence it will be reported out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient experienced confusion and right-sided weakness. Computed tomography angiography (cta) revealed an occluded stent. The physician reported that the patient had a heavily calcified lesion, and the stent appeared crushed by plaque. The patient was transferred to another facility, and it is unknown if the symptoms have completely resolved. Additionally, the patient was compliant with dual antiplatelet therapy (dapt) and had a platelet reactivity unit (pru) of 165. At this time, it is unknown if the reported event is due to the patient's anatomy or a silk road medical device, hence it will be reported out of an abundance of caution.